Event description:
The patient contacted animas on (B)(6) 2012 stating that after going swimming there was water behind the screen and seeping out from the audio bolus button. It was reported that the audio bolus was unresponsive and the rubber around the audio bolus is lifting slightly. The patient reportedly wore the pump attached to a belt and did not clean it. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the alleged complaint could not be investigated due to extreme moisture damage in the pump. A leak test was performed and the investigation revealed a case seal leak and damage to the pump casing.